Event description:
It was reported that when using bd pyxis¿ anesthesia station es bio ID was experiencing intermittent failures. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a failure in the bio-ID system. A field service engineer accessed the device manager and removed the ghost drivers to address the issue. The system functioned as intended after the field service engineer troubleshot the device.